Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 57 mg/dl. The customer stated she had went to bolus and noted the numbers scrolling endlessly and keypad then stopped responsding entirely. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with unresponsive act and up buttons due to corroded keypad traces. No button error alarm during and no unexpected numbers ramping or scrolling during our testing. Unable to perform functional testing due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.